Event description:
It was reported that during a balloon angioplasty procedure the balloon was sticking to the wire. The details of the lesions are unknown. A apex monorail 12mm x 3.00mm balloon catheter was found with a note stating "balloon sticking on wire. Won't advance". Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).